Manufacturer narrative:
Please note that the date of this procedure is unknown a review of the manufacturing documentation associated with lot f2603604 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to deploy a 6f/7f mynxgrip vascular closure device (vcd), the sealant sleeve was not where it was supposed to be, and difficulty was experienced during the deployment process. The device was removed and manual compression was held. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used during a peripheral intervention performed using a retrograde approach. Additional details were requested but were unknown. The device will not be returned for evaluation.